Event description:
During the procedure the sheath separated in the patient. While the separated segment was being surgically removed it separated again. Another surgery was scheduled for the following day to receive the second separated segment.